Event description:
It was reported, to technical services on 12/20/2010. That there was noise recorded on this rv lead, which coinsided with a chiropractor appointment. No other information is known. This was recorded (B)(6) with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).